Event description:
It was reported a motor stall was confirmed in the event logs with motor stall recovery recorded. The motor stall occurred on (B)(6) 2015 at 14:00 and recovered at 14:38. There was no further information provided. It was unknown what type of baclofen the pump contained at the time of the event. The pump was currently used to deliver lioresal (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).